Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. Technical services was consulted and recommended further troubleshooting. Subsequently, the physician opted to surgically abandon and replace the non-boston scientific ra lead. The crt-p remains in service at this time. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.

Manufacturer narrative:
Code 3191 was used to capture the required additional intervention. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.